Event description:
Caller reported that a cartridge alarm 20 occurred but there was no adverse impact to the customer's blood glucose level. The issue did not happen during the load process, and it was noted that the customer had previously reported similar cartridge alarms with the same pump serial number. Tandem technical support decided to replace the pump as it was still under warranty. The customer will use mdi as a backup therapy, as they do not use fsl2+ sensors with the pump. The replacement pump will have updated software, and the customer was informed about the need to transfer their pump settings and connect their cgm to the new pump. Instructions were provided for returning the problematic pump, including putting it into storage mode and using a supplied pre-paid return box and label. The customer acknowledged all instructions and no signature was required for the delivery of the replacement pump.